Event description:
Revision surgery - the pt's glenoid baseplate became loose. The surgeon removed all the original implants except the stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose glenoid baseplate after 1.9 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The parts were returned to vendor for dimensional concern and not used in the lot. (B)(4). The root cause for the loose glenoid was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.